Manufacturer narrative:
(B)(4). Batch #: t93c6d. Additional information was requested and the following was obtained: is handpiece housing is broken and visibly open? The handpiece is visibly cracked as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure the device was cracked. The attachments wouldn't come out. Spare device was used to finish the procedure. No patient consequences. No delay. No more information available.